Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The deployed clip was not returned. Although the locator wings were bent, no other anomaly was found that explained the reported lack of hemostasis. Bent locator wings are consistent with a difficult to remove device; however, there was no reported difficulty removing the device from the patient. Based on the investigation a possible, though unconfirmed, cause for the damaged locator wing may have been related to the operational context in which the device was used either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tubeset through a tight tissue tract, possibly from an insufficient nick and spread. This can compact tissue between the locator wings and the distal end of the clip delivery tubeset, pushing the deployed locator wings distally. This condition can inhibit correct locator wing retraction into the distal end of the clip delivery tubeset after clip deployment, damaging the locator wings. Anatomically, features within the body such as scar tissue and/or calcification may prevent correct locator wing retraction; however, there was no anatomical information provided. Based on the investigation findings, the root cause for the reported lack of hemostasis could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.